Event description:
A report was rec'd from (B)(6) indicating that the device had an unreadable upper display with lines running through it. The device was not in pt use during the time of the event. Though requested, add'l info has not been rec'd.

Manufacturer narrative:
The customer support engineer (cse) verified the reported event. The cse inspected the device and replaced the graphical user interface (gui), printed circuit board (pcb), and backlight inverter pcb. The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should add'l info become available, a supplemental report will be submitted. (B)(4).